Event description:
Patient reported having the stomach flu on (B)(6) 2013; his blood glucose was okay. Patient stated since (B)(6) 2013 the glucose monitor often shows the following: invalid active insulin. On (B)(6) 2013, patient reported his blood glucose level ranged from 155 mg/dl to 450 mg/dl between 3:43 am and 6:39 pm. Patient stated he was taken to the hospital at 7 pm by his parents and at 8:05 pm his blood glucose level was 250 mg/dl. Patient was placed on a perfusor. Patient reported that at 10:40 pm he stopped the infusion device; his blood glucose level was 106 mg/dl. Patient stated on (B)(6) 2013, he switched to the backup infusion device and his blood glucose was okay. On call back on (B)(6) 2013, patient's mother reported she is going to speak with the doctor and the diabetes counselor. Verified that all data is stored correctly in both the glucose monitor and the infusion device. Mother stated at the moment, she does not think the infusion device or glucose monitor is the reason for the hyperglycemia. On call back on (B)(6) 2013, parent reported the glucose monitor again display "invalid active insulin" did not show the bolus advise. Mother stated they had to calculate the bolus. Mother reported she is missing the w2 (battery low) warning message; infusion device always goes directly to e2 (battery empty) error message. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all mentioned boluses from customer are delivered. No e2 in the history but w2. The problem mentioned by the customer could not be reproduced.